Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the locking screw does not lock. This is the locking screw for the superior /inferior movement of the jig. This adjustment block part was brand new and was not damaged during use. It simply did not lock. It was the first time this was used in a case we did not lock the device. No backup available. No impact to patient as the surgeon completed the case.